Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with missing end cap sticker, cracked display window corners. Unable to perform the excessive no delivery alarm and occlusion test, due to prime fill anomaly. Unit passed the motor test.

Event description:
It was reported that the insulin pump alarmed motor error during normal used. Nothing further was reported.